Event description:
It was reported to philips that the device only works on battery power. The unit was reported to be in clinical use at the time the malfunction was found. The customer reported to have placed the patient on an alternative v60 unit. There was no patient harm reported. The customer indicated that the unit does not work on alternating current (ac). The customer confirmed that the complaint was duplicated. The power cord is working, 120vac shows coming into the power supply. The ac power light emitting diode (led) on the front panel is not illuminated. The customer requested the part number for replacement power supply, which was provided by the philips remote service engineer. The customer is taking responsibility to correct or repair the device.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. Customer declined offer to follow up on repair status. If additional information is later obtained, the complaint will be reopened and processed accordingly.